Event description:
Patient reported that their infusion set was damaged, out-of-package. Pt's blood glucose was not affected, as they discovered the damage prior to insertion. No treatment was received.